Event description:
It was reported that the subject device screen becomes noised. This was discovered during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of insertion section was interrupted and weakened slightly, and malfunction of the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of the universal cord and related to the new reportable findings the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.